Manufacturer narrative:
1 x spsof-5-12 of unknown lot number was not returned to cirl for evaluation. With the evidence provided a document based investigation was conducted. Prior to distribution all spsof-5-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for spsof-5-12 could not be completed as the lot number is unknown. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error. The stent was inserted too deep and consequently the excessive force that was required to remove it could have caused the stent to break. Complaint is based on customer testimony. According to the information reported the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dr.(B)(6) inserted stent into the pancreatic duct. However, it was inserted deeper than expected so he tried to adjust the position again using forcep, but the stent was cut off. Additional info received 03-nov-21: 'this means that the pigtail part of the stent (drainage hole, side hole) is cut off'. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. Plastic stent storage cabinet what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* cook acrobat2, 0.035", 450cm were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr. (B)(6) did sphincterotomy using the tri-25m-p. Was the wire guide inspected for damage prior to use?* no. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished?* dr. (B)(6) used another spsof-5-12. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreatic duct was resistance encountered when advancing the wire guide to the target location?* no. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No was resistance encountered when advancing the introduction system in place to the target location?* no. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Cook tri-25m-p,awg2-35-450, pc-5. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.